Event description:
Pt presented post-op condition with swelling and pain after the surgery with calaxo screw. The original surgery was 2007. Pt had noticed some swelling and the condition continued to get worse. And the bump became larger, more painful and reached about half the size of a golf ball. Therefore the doctor performed a debridement in 2007. An MRI was done two months later, and the acl had to be replaced in 2008. There is no additional info available at this time.

Manufacturer narrative:
Product recall initiated in 2007.